Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5112074/5113806.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted devices were not returned. No further information has been obtained despite good faith efforts.